Manufacturer narrative:
E1: initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed that the imaging window was detached/separated on the lapjoint section. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. Microscopic inspection also showed no evidence of severe plastic deformation in the lap joint, indicating that the bonding of these two sections failed without reaching excessive tension. A media inspection of four pictures provided by the site showed a detachment of the imaging window and the exit port in good condition.

Event description:
It was reported that tip detachment occurred. A percutaneous coronary intervention was being performed. The target lesion was located in the mid to proximal left anterior descending artery. A stent was placed at the target lesion. This opticross imaging catheter was selected and confirmed that there was good inflation of the stent. The opticross catheter was removed from the body, when imaging was performed they identified that the distal marker remained in the coronary artery on the guidewire. An additional guidewire was inserted beside the separated fragment and was intertwined. The devices was removed from the body through the guide catheter. The procedure was complete with this device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that tip detachment occurred. A percutaneous coronary intervention was being performed. The target lesion was located in the mid to proximal left anterior descending artery. A stent was placed at the target lesion. This opticross imaging catheter was selected and confirmed that there was good inflation of the stent. The opticross catheter was removed from the body, when imaging was performed they identified that the distal marker remained in the coronary artery on the guidewire. An additional guidewire was inserted beside the separated fragment and was intertwined. The devices was removed from the body through the guide catheter. The procedure was complete with this device. No patient complications were reported.